Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached; proximal segment returned and analyzed.

Event description:
It was reported that there were poor thresholds, poor sensing, undersensing, and decreased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.